Manufacturer narrative:
Correction- remove following sentences: "the customer administered a manual injection to address the current bg level. System check with tandem technical support indicated pump was performing as intended with the current supplies. The customer was to change their infusion set and cartridge."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of 375mg/dl on multiple occasions during the third day of cartridge use. The customer experienced ketones during these elevated bg events; no ketone value was provided. Contact alleged that there was an underlying pump issue causing these bg levels. The contact would change the cartridge, infusion set, insulin and deliver a correction bolus to address the past bg levels; the customer administered a manual injection to address the current bg level. System check with tandem technical support indicated pump was performing as intended with the current supplies. The customer was to change their infusion set and cartridge. Recommendation was made to consult with a health care provider to discuss diabetes management. During follow-up, it was reported that the contact believed the customer's bg levels were due to a possible ear infection.